Manufacturer narrative:
The malfunction was duplicated and attributed to faulty system board. The system board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.